Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708120, serial# (B)(4), product type: extension. Product ID: 3708120, serial# (B)(4), product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that 3 days prior to the report, the wires ¿totally failed.¿ it was reported that the unit itself was working correctly and was still working with the charger and programmer and the stimulation could be raised and lowered appropriately. It was noted that the patient tried to do ¿flex/extension/pushing.¿ the patient reported that it was an extension in the back that had failed and stated that the paddles attached to t8/t9 unit were fine. It was also reported that a manufacturer representative had tweaked the programming of the device a week or two before the date of the report. No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.